Event description:
It was reported that during a da vinci surgical procedure, the porgrasp forceps instrument had restricted movement. It was noted that there was a broken wire. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found one grip cable to be frayed at the distal idlers. Frayed strands were observed to be sticking out at the wrist. One grip cable was derailed from the distal idler pulley. Grips were not able to open and close. The movement was not precise. The customer reported complaint does not in itself constitute a MDR reportable event; however, the frayed cable if to recur could cause or contribute to an adverse event.